Manufacturer narrative:
Lot number: the actual lot number is unknown. Two potential lot numbers were provided: 6007716 and 6007713. Medical device expiration date: 12/31/2020 or 01/31/2021. One unit was received 06/05/2017 and this incident is currently under evaluation. Upon completion of the investigation, a supplemental report will be submitted. Device manufacture date: 01/01/2016 and 01/01/2016. UDI #: (B)(4).

Event description:
When the doctor tried to draw medication from the vial, cotton-like foreign matter was observed on the 18ga x 1 1/2in bd¿ blunt filter needle.

Manufacturer narrative:
Results: one unit was received for evaluation. Visual inspections of the returned unit confirmed the presence of plastic-like foreign material on the needle. Ftir testing was performed and the foreign was identified as a polypropylene and silicone mixture. A review of the device history records could not be performed as a lot number for this incident was not provided. Conclusions: bd was able to confirm the customer's indicated failure mode based on the provided sample. Complaints received for this device and reported condition will continue to be tracked and trended.